Manufacturer narrative:
No consequences or impact to patient. Haptic damaged in delivery system. Evaluation results: (other)- a visual inspection of the returned product shows one haptic is torn off the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge prior to use and a haptic tore off. No patient contact or injury.